Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogating the device, no trend data was available. It was further reported that the implant detection feature had not been turned off, and diagnostics had not started yet. The clinic made plans to turn the implant detection feature off upon the patient's next visit. The device remains in use. No patient complications have been reported as a result of this event.